Manufacturer narrative:
Johnson & johnson surgical vision's investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during the capsulotomy step of a cataract treatment of the patient's left eye the system had a suction loss while laser was firing. The laser portion of the surgery was stopped. The patient was brought to the operating room where the remaining portion of the cataract procedure was continued and performed without incident. According to surgeon a manual capsulotomy was done instead of a femtosecond capsulotomy. The patient is doing well and had a great outcome with their lens choice according to the surgeon.

Manufacturer narrative:
Correction: manufacturer name, city and state - johnson & johnson surgical vision, inc. Additional information: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.